Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) confirmed and explained that the manifold drive needs to be replaced because the k6, k6a, k7, and k8 leak tests could not be passed. On (B)(6) 2025, cardiosave was purchased as an update to the cs300, so the device will be discarded without repair. The device had been returned to the hospital.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cs300 intra-aortic balloon pump (iabp) had low vacuum alarm. No patient harm or injury reported.